Manufacturer narrative:
Device evaluation:in quarter 2 of 2019, there were 1 instances of cs 064 failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 27 allegations of a malfunction, 10 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to an internal motor failure. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 27</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 064 issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-64 years of age and between 58 and 220 pounds. Of the reported patients, 8 were male, 19 were female, and 0 were unknown.